Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). The device has been requested to send it for investigation to bbm laboratory in (B)(6). During the analyzes of the history log files, no flow deviation could be detected. The download of the history log files were only possible via serial connection. A connection to the can-bus could not be established, because the can-bus part was damaged. An infusomat space line could be inserted and was recognized by the pump. After the line selection the delivery mode could be started without any reservations. After the functional test a delivery accuracy measurement according to iec 60601-2-24 was arranged. For this the delivery accuracy measurement the pressure cut-off and the pressure limitation were checked. Furthermore the pressure stability of the safety clamp concerning the percolation (free flow possibility) was checked. The device fulfills the required values according to the specifications of the technical safety check (tsc). For an inside investigation the device was disassembled. Only a damage of the sealing between upper housing and lower housing part could be detected. The reason of the damaged can-bus part could not be detected. The complaint could not be confirmed. During a flow measurement no flow deviation could be detected. The damaged can-bus has no influence of the reported flow deviation. The device works within our specification. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
As reported by the user facility information by bbm sales organization in (B)(6): "underinfusion". Customer information: pump infused to slow. No day of occurence was reported. .